Event description:
Customer was hospitalized due to high blood glucose levels. Customer had been vomiting and also had diarrhea prior to hospitalization. Troubleshooting was not performed as customer did not have the pump at time of call. Customer's md instructed him to call medtronic minimed to have the insulin pump replaced. Both the md and pump educator believed that the pump needed to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.